Event description:
It was reported that during preoperatory surgery, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to electrocautery mode and there were concerns about loss of capture. At this time, this crt-d remains in service and no adverse patient effects were reported.